Manufacturer narrative:
The investigation is not yet complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly a headless screw would not fully insert, began to spin when trying to seat the head of screw. A sales representative was present and the doctor used another screw from the system of the same size. The surgery was delayed more than 30 minutes while performing a chevron osteotomy procedure.